Event description:
An elective left total hip replacement was performed due to degenerative joint disease on a male patient. After the hip was dislocated, an osteotomy was performed of the femoral neck, which was then extracted. Reaming was completed to the appropriate size. A tritanium cup was inserted, it was fixed into place with one screw by a hand tightening maneuver with the proper tension using the stryker orthopaedics screwdriver. In performing this function, the tip of the screwdriver broke off inside of the screw. A 32 mm polyethylene liner was attached, covering the tritanium cup and screw (with the broken screwdriver tip). Thus, there would be no risk of the broken screwdriver tip migrating.